Manufacturer narrative:
Method: the graft was not returned to rti for evaluation. Therefore, a re-review was preformed of manufacturing records, sterilization run reports, environmental monitoring results, quality control / assurance reviews and release, and the complaint database for related complaints associated with the lot. Results: no deviations were noted during processing for lot nz15120149. Serial ID was not reported for this complaint. Xenografts manufactured from this lot underwent a validated sterilization methodology; tutoplast®, which includes terminal sterilization by gamma irradiation after packaging. Environmental data and records generated during and around the time of processing for the lot were acceptable. To date, rti has manufactured and distributed 30 bovine pericardium xenografts from this lot without related complaints. Conclusion: records re-review indicated that all xenografts manufactured from lot nz15120149 met all rti specifications and release criteria prior to distribution. There are no related complaints for the lot. Additional information was requested regarding the initial procedure, sutures utilized and whether the patient is or not allergic to material of bovine origin. To date, rti has not received additional information. Based on our records re-review and the information provided, this event is unlikely related to the xenograft implant.

Manufacturer narrative:
Serial ID for the xenograft was not provided. A re-review of the manufacturing records, sterilization run reports, environmental monitoring results. Quality control / assurance reviews and release, and the complaint database for related complaints will be conducted on the lot. Results will be reported once the investigation is completed.

Event description:
Rti surgical, inc. (Rti) received a complaint indicating that the patient underwent a chiari malformation procedure on (B)(6) 2016 with implantation of a bovine pericardium (bp) graft, duraseal exact applied over the graft and one codman duraform graft placed over the duraseal and bp. On (B)(6) 2016, the patient had symptoms of cerebrospinal fluid (csf) leakage and upon surgical intervention, it was noted that csf was emanating from the suture lines. The bp was described as being tattered and torn around the suture lines. The surgeon attempted to re-suture the bp graft, however it would not take the sutures and additional csf leakage occurred. A duragen onlay graft and duraseal exact was applied over the bp graft. The patient is currently doing well.